Event description:
A hospital in (B)(6) reported to our distributor that an rt105 adult breathing circuit was leaking gas after several days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt105 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is (B)(4). Method: the complaint breathing circuit was returned to fisher & paykel healthcare new zealand for evaluation. The complaint circuit was pressure tested to our product specification and submerged in a water bath to test for leaks. Results: the pressure test identified a leak and the water bath test identified the leak to be at the connection between the lid and bowl of the water trap, confirming the reported fault. A lot check revealed no other complaint for the lot number provided. Conclusion: the rt105 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after it was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions for rt105 adult breathing circuit state the following:check all connections are tight before use. Set appropriate ventilator alarms